Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient connected to the power module and low speed advisory alarms along with replace controller alarms presented. The patient was immediately connected to batteries and the alarms resolved. The patient was then connected to an ungrounded cable with no alarms noted. The patient stated that they stayed on batteries at home. There was no obvious damage to the driveline. The patient had not gained any weight. Log files were sent for review. The log captured 8 low speed advisories on (B)(6) 2025 when the patient was connected to wall power. The patient appeared to have been using batteries throughout the event history. To prevent further interruption in support it was noted that it may be beneficial to keep the ventricular assist device (vad) connected to battery power or an ungrounded cable until further investigation was completed. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. X-rays of the driveline were performed. All of the x-ray images were unremarkable. The system controller was exchanged. The ungrounded cable would be continued to be used at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed events. Although a specific cause could not be conclusively determined, the atypical pump operation captured in the log file appeared to be consistent with potential driveline wire compromise. On (B)(6) 2025 at 10:12:58, the submitted log file captured low speed events associated with time base faults and decreased speeds while the white power cable was connected to the power module (a grounded power source). By the time data was logged on (B)(6) 2025 at 10:18:30, the events appeared to resolve when the system was solely supported by battery power. Prior to this event, the system did not appear to be connected to a grounded power source. The account submitted 2 x-ray images for review, which captured internal and external portions of the patient¿s driveline. Review of the submitted images could not confirm any areas of driveline compromise. The patient remains ongoing on heartmate ii left ventricular assist system, serial number: (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instruction for use (IFU) and the heartmate ii patient handbook are currently available. The heartmate ii IFU sections 6 (¿patient care and management¿) and 8 (¿equipment storage and care¿), as well as heartmate ii patient handbook sections 4 (¿living with the heartmate ii¿) and 6 (¿caring for the equipment¿), provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is or might be damaged. The heartmate ii IFU section 7 (¿alarms and troubleshooting¿) outline system controller alarms, as well as the appropriate actions associated with them. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.